Manufacturer narrative:
Device evaluation: visual analysis was performed which identified: an opening on radius and white particles on shell surface. Leak test was performed which identified an opening on shell. Microanalysis identified on radius a sharp opening on crease assessed as fold flaw opening and wear abrasion. Additional visual analysis identified fold creases. Based on the device analysis the final assessment is: a sharp opening on crease assessed as fold flaw opening.

Event description:
Health professional reported a left side tissue expander "that does not keep the pressure and has deflated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported a left side tissue expander "that does not keep the pressure and has deflated." Device has been explanted.